Manufacturer narrative:
Items returned: n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions after balloon preparation for use and prior to use, re-inflate to nominal volume and inspect for any irregularities or damage. Do not use if any inconsistencies are observed. The balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. Exercise care in handling the balloon catheter to reduce the chance of accidental damage. Excessive torque applied with a syringe might result in damage to the hub assembly. Balloon preparation 1. Remove the balloon guide catheter by pulling it straight out from the dispenser tube without bending shaft. If resistance is observed, inspect the balloon guide catheter upon removal to ensure it is not damaged. Submerge distal balloon portion in saline solution. Do not reinsert a hydrated balloon guide catheter into its packaging. 2. Use a syringe with saline solution to flush the working lumen. After flush is completed, detach the syringe. 3. Prepare a 50-50% contrast solution. Warning: viscosity and concentration of contrast may affect balloon inflation and deflation times. 4. Fill a 3cc syringe with contrast solution and carefully attach directly to a 3-way stopcock. Purge the 3-way stopcock and syringe of air. Connect the 3-way stopcock directly to inflation port without injecting contrast into hub. Ensure there are no bubble(s) in the syringe and stopcock prior to attaching to the hub. 5. Hold balloon upright with one hand. 6. Hold the attached syringe upright (pointing up) with the other hand and apply pressure on syringe plunger using thumb. 7. If the balloon is initially inflated with air, then maintain constant syringe pressure. 8. Maintain pressure and do not tilt the balloon until the contrast reaches the distal purge hole and the contrast has completely filled the balloon. 9. Once the balloon has fully purged air out with contrast, inspect balloon for any damages, bubbles, irregularities, or leaks. Do not use if any inconsistencies are observed. 10. Inspect the balloon guide catheter distal tip for any contrast leakage from air purge hole. If contrast leakage is observed, then discard unit. 11. Deflate with 3cc syringe while distal tip is submerged in saline and let the pressure within the catheter equalize. Warning: attaching devices other than a syringe to the balloon inflation port may rupture the balloon. Warning: do not inflate the balloon with air or any other gas while in the body. Warning: improper preparation may introduce air into the system. This may inhibit proper fluoroscopic visualization. 12. Inspect shaft for any kinks. Do not use if any damages are observed. 13. Remove the 3cc syringe. 14. Prime a 1cc syringe filled with recommended 50/50 contrast solution and attach to 3-way stopcock. 15. Attach a 20cc syringe pre-filled with approximately 2cc of recommended 50/50 contrast solution to the other port of the 3-way stopcock. 16. With the catheter hydrated and balloon completely prepped the balloon guide catheter is ready for use. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
No additional information was received. Please see h6 and h10.

Event description:
As reported through the clinical study 20230516_strait: (B)(6) 2023 (thrombectomy): treatment of a stroke located in right m1 segment due to embolic stroke of undetermined source etiology. During the thrombectomy, a balloon guide catheter bgc bobby bob-895 was to be used. While preparing the catheter, the doctor noticed a peeling white coating on the guide catheter balloon. The catheter was wet, and during the inflation the white coating was visible. The bobby was then exchanged and replaced by another balloon guide catheter. The bobby was discarded just after the treatment and there are no images available.

Manufacturer narrative:
The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The peeling white coating on the guide catheter balloon could not be confirmed. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.